Manufacturer narrative:
(B)(4)

Event description:
It was reported that "nothing would advance through sheath.". A new sheath was used to complete the procedure. The patient had no harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one sheath for analysis. The dilator from the sheath/dilator assembly was not returned for investigation. Obvious signs of use were noted on the sample. Visual analysis did not reveal any obvious defects or anomalies. The overall length of the sheath measured 449mm. The outer diameter of the sheath measured 0.1397", which is within the specification limits of 0.136" - 0.140" per the sheath product drawing. A long pin gage was pushed through the sheath to check for any signs of blockages. No blockages or foreign material were encountered, and the ping gage went through the entire sheath body without any resistance. The instructions for use (IFU) provided with this kit instructs the user, "prepare sheath for insertion by flushing through side arm." The sheath was flushed through the sidearm using a lab inventory ars, and the sheath was able to flush as intended. No blockages were identified. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a blocked sheath could not be confirmed through investigation of the returned sample. The sheath passed all relevant visual, dimensional, and functional requirements including flush testing through the sheath side arm. A device history record was performed based on a potential lot from sales history; no relevant findings were identified. Based on the sample received, the customer complaint could not be confirmed. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "nothing would advance through sheath.". A new sheath was used to complete the procedure. The patient had no harm or injury.